Manufacturer narrative:
The company representative observed a large volume of clear fluid in the pneumatic tubing . No blood was found. The unit was tested to factory specification. It functioned normally and was returned to the customer. A review of the service history does not indicate any systemic issues.

Event description:
The customer reported that while the unit was in use on a pt, the unit generated a "blood detected" alarm and the unit shutdown. No pt injury was reported.